Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report number: 3006705815-2020-02116. It was reported that high impedance due to lead fracture was observed. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced, resolving the issue.